Manufacturer narrative:
MFR site eval: the s4 polyaxial screw was investigated microscopically. The inserts exhibit clearly visible deformations and scratch marks. The hexagon on both polyaxial screws show significant deformations. It appears as if the insert released due to the screwdriver applying force to the insert. The deformations on the polyaxial screw indicate that the surgeon might have tried a few times to reach and tighten the screw with the wrench. Obviously the insert became loose during correction of the polyaxial screw. We have checked the mfg file of batch 52033828. The quality records as well as the production documents comply with our specs and do not present any discrepancy. No other similar incident was declared to us concerning this batch. Failure is likely user related.

Event description:
Country of complaint: (B)(6). During inserting the set screw further, the inlay released out of the set screw. Operation date: (B)(6) 2014. Operation delay: 15 minutes. Operation was finished with a new polyaxial screw.